Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1715088) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain"), the first episode of multiple sclerosis ("multiple sclerosis") and the second episode of multiple sclerosis ("sensation of worsening of multiple sclerosis symptoms") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In january 2017, the patient experienced the first episode of visual acuity reduced ("loss of visual acuity (0.5) of the right eye"), lasting 2 months. In may 2017, the patient experienced the second episode of visual acuity reduced ("loss of visual acuity of the right eye (3)"), lasting 1 month. In 2017, the patient experienced the first episode of multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), the second episode of multiple sclerosis (seriousness criterion medically significant), paraesthesia ("paresthesia in pelvis, trunk and leg"), menometrorrhagia ("irregular hemorrhagic menstruation"), the first episode of pain ("pain on all the right side until the hand"), limb discomfort ("heavy leg"), cardiovascular disorder ("circulatory problems"), fatigue ("excessive fatigue"), stress ("stress"), anxiety ("anxiety"), poor quality sleep ("bad sleep") and the second episode of pain ("diffused pain"). The patient was treated with surgery (bilateral partial salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2017. In june 2017, the last episode of visual acuity reduced had resolved. At the time of the report, the back pain, the last episode of multiple sclerosis, paraesthesia, menometrorrhagia, limb discomfort, cardiovascular disorder, fatigue, stress, anxiety, poor quality sleep and the last episode of pain outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, cardiovascular disorder, fatigue, limb discomfort, menometrorrhagia, paraesthesia, poor quality sleep, stress, the first episode of multiple sclerosis, the first episode of pain, the first episode of visual acuity reduced and the second episode of visual acuity reduced with essure. The reporter considered the second episode of multiple sclerosis and the second episode of pain to be related to essure. The reporter commented: the events occurred from 2015 to 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Pathology test - on an unknown date: no abnormality. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) -2019: lab data and events diffused pain and sensation of worsening of multiple sclerosis symptoms since insertion of essure added. The patient underwent bilateral partial salpingectomy via laparoscopy for essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-sep-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and multiple sclerosis ("multiple sclerosis") in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of visual acuity reduced ("loss of visual acuity (0.5) of the right eye"), lasting 2 months. In (B)(6) 2017, the patient experienced the second episode of visual acuity reduced ("loss of visual acuity of the right eye (3)"), lasting 1 month. In (B)(6) , the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("paresthesia in pelvis, trunk and leg"), menometrorrhagia ("irregular hemorrhagic menstruation"), pain ("pain on all the right side until the hand"), limb discomfort ("heavy leg"), cardiovascular disorder ("circulatory problems"), fatigue ("excessive fatigue"), stress ("stress"), anxiety ("anxiety") and poor quality sleep ("bad sleep"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the last episode of visual acuity reduced had resolved. At the time of the report, the back pain, multiple sclerosis, paraesthesia, menometrorrhagia, pain, limb discomfort, cardiovascular disorder, fatigue, stress, anxiety and poor quality sleep outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, cardiovascular disorder, fatigue, limb discomfort, menometrorrhagia, multiple sclerosis, pain, paraesthesia, poor quality sleep, stress, the first episode of visual acuity reduced and the second episode of visual acuity reduced with essure. The reporter commented: the events occurred from (B)(6) to (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: case (B)(4) (MFR number 2951250-2019-00593) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), start and stop date of essure updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: r1715088) . This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") and multiple sclerosis ("multiple sclerosis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of visual acuity reduced ("loss of visual acuity (0.5) of the right eye"). In (B)(6) 2017, the patient experienced the second episode of visual acuity reduced ("loss of visual acuity of the right eye (3)"). In 2017, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), paraesthesia ("paresthesia in pelvis, trunk and leg"), menometrorrhagia ("irregular hemorrhagic menstruation"), pain in extremity ("pain on all the right side until the hand"), limb discomfort ("heavy leg"), cardiovascular disorder ("circulatory problems"), fatigue ("excessive fatigue"), stress ("stress"), anxiety ("anxiety") and poor quality sleep ("bad sleep"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the last episode of visual acuity reduced had resolved. At the time of the report, the back pain, multiple sclerosis, paraesthesia, menometrorrhagia, pain in extremity, limb discomfort, cardiovascular disorder, fatigue, stress, anxiety and poor quality sleep outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, cardiovascular disorder, fatigue, limb discomfort, menometrorrhagia, multiple sclerosis, pain in extremity, paraesthesia, poor quality sleep, stress, the first episode of visual acuity reduced and the second episode of visual acuity reduced with essure. The reporter commented: the events occurred from 2015 to 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-sep-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 358 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.